Manufacturer narrative:
Additional information: describe event or problem, other relevant history.

Event description:
Healthcare professional later reported patient has presented with a nodule in the cheek. Patient was injected with unspecified juvéderm® voluma¿ 14 months before the reported injection of juvéderm® volbella¿ with lidocaine. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01728. This MDR is being submitted for the first suspect product, juvéderm® volbella¿ with lidocaine.

Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of "nodule" and "swelling" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected to the lips with 1ml of juvéderm® volbella¿ with lidocaine. Prior to injection patient was pretreated with hibicet. Two months later patient developed a nodule and sudden swelling of the lip contour and lip body. The physician tried to resolve the nodule multiple times with hylase. Patient was also prescribed prednisolone, minocycline, and cetirizine. Symptoms are ongoing.